Event description:
It was reported that the day after implant, the lead exhibited a fluctuation in -p-waves. A chest x-ray revealed the lead had dislodged. The lead was successfully repositioned. However, the lead became dislodged again and a variance in atrial capture threshold was noted. The physician decided to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.